Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3587a, lot# lb9525, implanted: (B)(6) 2003, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
It was reported that the patient's lead and extension were removed several months ago and were being returned to the manufacturer for analysis. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis for the lead lb9525 revealed the proximal end of the outer insulation in the connector area had metal induced oxide. Final device analysis for the extension nkc005807n revealed the outer insulation was cut.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.